Event description:
It was reported by the affiliate that during a mammectomy procedure, the blade was broken off during the system check. So the blade didn't fall into the patient and no piece was left in the patient body. And we have no information the error code was displayed or not during the system check. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.